Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; customer did not have new batteries. Customer stated that the insulin pump powered on but there are no icons on the top of the screen. The customer was advised to perform a selftest; customer was unable to and stated that the insulin pump alarmed bad battery. Customer was advised the battery cap would be replaced and to call back if the issue persists with the new battery and cap.